Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer thought that the tubing was the cause of the occlusion; however, as the cartridge had also been changed, the exact source of the occlusion could not be identified. The customer's blood glucose level was not impacted.